Event description:
Procedure: unk. Reportedly, the needle comes off the device too easily. The needle fell into the surgical cavity and was retrieved. The procedure was completed with another 173016 instrument.